Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate stuck at 150 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to variation in internal pressure measurements and advised that estimate would resume counting down once actual insulin amount matched displayed value, and caller understood and acknowledged guidance.